Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call prime anomaly and high blood glucose. Customer's blood glucose level was 451 mg/dl. Customer treated their high blood glucose via insulin pump. Troubleshooting for the prime rewind was performed. Customer advised they are stuck in preparing to prime loop. Customer was able to resolve the issue and figure it out on their own. Customer advised the insulin pump functioned properly and they were able to prime the device properly.